Event description:
This notification was reviewed due to a report of the patient passed away. There is no allegation the device contributed to the death. The device was returned to a third-party service center for inspection, and the device was functioning. There was a note that the device had an unspecified contamination. This report is being sent to conclude that no further investigation is possible. No further evaluation is possible at this time.